Manufacturer narrative:
Upon review of the DHR, the lot met all acceptance criteria at the time of release. The final investigation is pending sample return and evaluation.

Event description:
Consumer reported she wore a tampon for six hours and upon removal the tampon fell apart leaving pieces inside her vaginal cavity. She manually removed the pieces of pledget. The next morning she noticed there was white material coming out of her that she believed were tampon pieces. She developed symptoms and went to the doctor. She was diagnosed with a yeast infection and prescribed two unspecified pills. Her symptoms had not improved after taking the two pills prescribed by her doctor.